Event description:
The customer reported 5 ml of clear fluid leaked from the probe of the coulter ac*t diff analyzer following startup and running control. The customer described the clear fluid as diluent and stated that fluid leaked onto the counter below the aspiration area. The customer was wearing gloves at the time of the event and no injury or exposure was reported. No erroneous results were generated and there was no change or effect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter customer technical support (cts) assisted the customer with troubleshooting over the phone. The cts advised the customer to remove, clean, and re-insert the probe wipe block but the leak was not resolved. A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse observed fluid dripping from the probe on startup. The fse replaced pinch valve lv8 but the issue persisted. The fse noticed that the probe vacuum was not functioning during startup and the fse reseated the software card to resolve the issue. The fse verified the repair as per established procedures and results met published specifications. Failure mode of the event is attributed to the probe vacuum not functioning properly causing drips of fluid from the probe. (B)(4).